Manufacturer narrative:
H3: customer confirmed the product will not be returning for analysis. Therefore, this event is reported based on the information provided by the customer. Product manager, mary collins communicated that retraining was provided to the customer as well as copies of the instructions for use (IFU) and video IFU. Additionally, the customer created an additional internal power point training based on our IFU / video to make sure this does not happen again. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU warning states a restraint applied incorrectly may cause patient injury or escape. Never apply product backwards or criss-cross the straps behind the patient. Make sure the straps cannot slide, loosen, or tighten if patient pulls on them. Readjust straps if hospital bed position changes. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported 1135qr was placed on a patient bed, but the belt was not attached tight enough to bed. 1135qr was flipped around when applied, because of this patient was able to have more range of motion and roll over the bed siderails. No patient injury as staff was in the room when this happened. Two separate incidents with different patients / staff but same sku of 1135qr. No lot #, items will not be returned. This also occured three times, 1.5 - 2 year ago.